Manufacturer narrative:
Additional information received; it was noted that the first resistance appeared when the stent graft passed through the femoral artery into the body and the surgeon stated that entry was hard. The device was not retracted without advancing the stent graft cover forward to the tip, IFU instructions were followed. According to the operator feedback, the delivery system was removed from the body and it was found that the tip was not properly attached to the delivery system. Device evaluation summary; a kink was observed on the graft cover 24mm distal to the strain relief. A kink was observed on the spiral shaft. The proximal end of the tip was partially raised. The spiral shaft sleeve was partially bunched. Presence of coating was indicated by the presence of red colouring in the correct coating location along the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 100mm abdominal aortic dissection. It was reported that during the index procedure, following successful implantation of the first stent graft, an attempt was made by the physician to implant a second stent graft. However, it was reported that this was difficult to implant as a lot of resistance was encountered. After the stent graft was released, the delivery system was difficult to retract and scraped on the aortic wall of the patient repeatedly. After removal of the device, the physicians showed that the hydrophilic coating had a problem leading to it having a poor effect. Additionally, it was noted that the delivery sheath wasn't tight with the tip of the device. It was noted that the event resolved with follow up observations and the patient will receive no further treatment. As per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine.